Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. The overall baseline gender characteristics is male; the age of the patients was approximately 56 years old. Possible models could include the following: transvenee-rv-6936 lead, transvenee-svc-6933, transvenee-rv-6939. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿comparison of the efficacy of a subcutaneous array electrode with a subcutaneous patch electrode, a prospective randomized study.¿ international journal of cardiology 78 (2001) 247¿256. Doi: 10.1016/s0167-5273(01)00381-3. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding subcutaneous patch electrode leads. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. The article indicated that four (4) patients experienced complications post-operatively: two (2) patients had a ¿substantial¿ hematoma, both of which with unknown treatment/resolution; one (1) patient had the lead removed due to ¿severe¿ pain in the area surrounding the patch; and one (1) patient suffered ¿recurrent¿ seroma in the area of the patch. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.